Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 177, 167 and 208 mg/dl. The customer¿s expected blood glucose test result ranges are 90-93 mg/dl am fasting and 140-160 mg/dl one hour post meal. The customer feels well and did not report any symptoms. Customer stated that due to the meter results she had contacted her doctor on (B)(6) 2024; doctor had advised customer to contact the manufacturer for a replacement. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/16/2026 and test strips were opened a few days prior to the call. The meter memory was reviewed for previous test result history (customer was not concerned with the low results): result 1: 100 mg/dl date: 9/26 time: 3:53 pm non-fasting result 2: 89 mg/dl date: 9/26 time: 3:52 pm non-fasting result 3: 94 mg/dl date: 9/26 time: 10:43 am fasting result 4: 76 mg/dl date: 9/ 25 time: 11:30 pm fasting result 5: 132 mg/dl date: 9/25 time: 6:52 pm non-fasting result 6: 177 mg/dl date: 9/25 time: 2:26 pm non-fasting result 7: 167 mg/dl date: 9/25 time: 2:23 pm non-fasting result 8: 208 mg/dl date: 9/25 time: 2:16 pm non-fasting.

Manufacturer narrative:
Sections with additional information as of 15-nov-2024: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-004: improper test method.